Manufacturer narrative:
Our investigation is inconclusive. The lot number was not supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2011, a 9mm gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the pt's upper arm, from the brachial artery to the axillary vein. Postoperatively (unk date), the pt presented with an arterial steal syndrome. The graft was banded.